Manufacturer narrative:
Continuation of d10: product ID: 978b128, lot# va34105, implanted: (B)(6) 2025, explanted: (B)(6) 2025, product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 978b128, serial/lot #: (B)(6), ubd: 13-dec-2026, UDI#: (B)(4), medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from an manufacturing representative regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction (incontinence, urgency, and/or frequency). It was reported that the patient had a suspected infection and it was noted that they had swelling. The patient was hospitalized and the outcome is currently unknown as the issue is ongoing. The patient called stating that they went to their primary care physician complaining of a "lead" sticking out of their back from their surgery. Primary immediately sent patient to the emergency room. Patient stated they were working patient up for possible hernia in their groin and possible infection and had reached out to the implanting doctor. Patient denied any redness, or drainage but stated there is swelling. Patient was instructed to turn device off and follow up with implanting medical doctor once discharged unless otherwise stated.